Manufacturer narrative:
The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The wires connecting the ECG "c" and ECG "d" tes were broken. The root cause for the damaged cable was excessive force.

Event description:
A us distributor reported that a patient's electrode belt was damaged.